Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak on the inside of the cassette door of their training cycler after ending a pd patient¿s treatment. The pdrn reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The pdrn stated that they have performed peritoneal dialysis on the new cycler with a dummy tummy without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has not yet been picked up and returned.

Manufacturer narrative:
Plant investigation: a companion sample identified with code 050-87212 and lot number 16sr08023 was returned to the manufacturer for physical evaluation. The companion sample was visually inspected and no issues were found on the liberty set. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cassette performed as designed and an associated cause could not be determined.